Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter procedure with a thermocool® smart touch® sf bi-directional navigation catheter and mapping and force issues occurred as the catheter would not map or zero. The cable was replaced and the issue did not resolve. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. These events were originally assessed as not MDR reportable because potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to the biosense webster failure analysis lab and on (B)(6) 2018, it was discovered that the shaft was found cracked, with the braid wire exposed in some sections. In addition, a fourier-transform infrared spectroscopy was performed and based on the results, oxidation mechanism was identified as inducer of the degradation process; however, the oxidizing agent remains unknown. This finding has been assessed as a reportable malfunction. Multiple attempts have been made to obtain clarification to this finding. However, no further information has been made available.

Manufacturer narrative:
Initial reporter was left off of the initial report in error. Initial reporter has been updated. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter procedure with a thermocool® smart touch® sf bi-directional navigation catheter and mapping and force issues occurred as the catheter would not map or zero. The catheter was visually inspected and it was found in normal conditions, then, during the second visual inspection, the shaft was found cracked, with braid exposed, which made this complaint MDR reportable. Magnetic sensor functionality was tested on carto and the catheter failed, error 105 (magnetic sensor error) and 106 (force sensor error) were observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. Then, a fourier transform infrared spectroscopy test (ftir) was performed on the damaged area and the results showed that the material used on the shaft was manufactured using the specified material. Overall material degradation was identified as potential cause for the brittle condition observed on the shaft material. Based on the results, oxidation mechanism was identified as inducer of the degradation process, however, the oxidizing agent remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the pc board failure cannot be determined. The root cause of the damage observed along the shaft does not appear to be caused by any internal bwi processes since there is evidence that the device was manufactured in accordance with documented specification and procedures also, the ftir study results showed that the material used on the shaft was manufactured using the specified material, the root cause of the oxidizing agent remains unknown. Manufacturer's ref. No: (B)(4).